Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a xenium dialyzer¿s filter does not connect with the line due to it being unable to twist together. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date -- 01/07/2015 - 01/08/2015. The device was evaluated for the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and arterial blood port threads were damaged. The blood line would not connect and seal to the dialyzer. The reported condition was verified. The cause could not be determined. One retained sample for the reported lot was visually inspected with no issues noted and a blood line was connected with no issues. The retained sample was able to be primed and no leaks were found. The retained sample was also found to be within dimensional specifications. Should additional relevant information become available, a supplemental report will be submitted.